Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months following the implant of this transcatheter bioprosthetic valve, the patient presented with shortness of breath. An echocardiogram revealed moderate-severe paravalvular leak (pvl) indicating that the valve may have moved. The pvl was reported to be coming up and over the frame which gave the appearance of central aortic regurgitation. However, central regurgitation could not be confirmed. Subsequently, a non-medtronic second valve was implanted. No adverse patient effects were reported.